Event description:
Pt was found to be hooked onto room air flowmeter rather than oxygen flowmeter as prescribed for prior to a respiratory treatment. Pt was confused when awakened, but responded appropriately when placed on correct oxygen flowmeter. It is believed that the green flowmeter adaptor that is attached to both air and o2 is too confusing. Rptr is in the process of changing to clear adaptors.